Event description:
It was reported that the right ventricular (rv) lead was suspected to be a failure or fracture due to a sudden increase in impedance and episodes of noise and oversensing. The rv lead was placed in the left ventricular port and the left ventricular lead was placed in the rv port, which is not the recommended use of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.